Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was treated with gentamycin ip (dose and frequency not reported) and cefazolin ip (dose and frequency not reported) for peritonitis. The outcome of the peritonitis was not reported. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.